Event description:
(B)(4) was working as a home health aide, for (B)(6). (B)(4) accompanied (B)(6) to a pharmacy where (B)(6) purchased an "instant cold pack" re-fill for use with an "icy hot pr-therapy support and pain relief system" to be applied to (B)(6) knee. Upon returning to (B)(6) residence, (B)(4) opened the "instant ice pack" re-fill, at which time (B)(4) states that the re-fill exploded in her face. (B)(4) also states that the contents of the re-fill entered her mouth and eyes. (B)(4) states that as a result of the re-fill exploding, she has suffered significant and disabling injury to her eyes, facial swelling, burning, on-going headaches, loss of eyelashes, and impairment to her vision; causing significant pain and suffering, emotional anguish and mental stress.

Manufacturer narrative:
Employ+ability, the MFR of the "instant cold compress" for (B)(4), has no knowledge of any similar incidents, where an "instant cold compress" has ruptured upon removal from its outside packaging. We believe that this is the first, and only, incident of this kind. Although, this incident is reported to have occurred on (B)(6) 2010, employ+ability was not made aware of the incident until (B)(6) 2012. There has been no lot number provided to us, as of the time of this report. (B)(4).